Manufacturer narrative:
Product condition received. The product was returned three parts completely separated. Blood was found within the membrane, catheter tubing and extracorporeal tubing. Product eval: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approx 24.6cm from the tip measuring 0.038cm in length. Conclusion: the penetration appears to have been caused by a sharp edged object.

Event description:
Pt admitted for stemi intervention in cariogenic shock and hemodynamically unstable. Insertion without difficulty to femoral artery. Pt transferred to unit unstable and critical with 1;1 pumping pt entubated and restless. Cxr done no mention of the iab catheter. Pump began alarming. The pump was changed out after the 3rd blood detected and the check iab catheter alarm continued. Md called and notified of "blood detected alarm," changed extender tubing and continued pumping. Alarms continued. ICU attempted to remove balloon meet resistance in femoral artery. Pt taken to cath lab for removal under fluro. The sheath was out and balloon was down in groin, femostop was on artery due to bleeding. Balloon had a 60cc syringe attached, numerous attempts made to deflate the balloon, removed with difficulty. Aortogram showed large amount of calcification in groin. Pt at this time lost pulses in leg and required emergency surgery, pt had his (l) sfa proximal occlusion thrombus removed.